Manufacturer narrative:
Replacement connectors were sent to the customer on 4/8/2017.    On 3/30/2017 the customer spoke with a medela clinician, at which time she stated that she had received a prescription of diflucan from her physician to treat the thrush.    It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On 3/27/2017 the customer reported to a medela customer service representative she is using the symphony breast pump and that her baby and her were diagnosed with thrush five days prior to her call to medela.